Event description:
It was reported that an amia apd system was involved in a fire at a patient¿s apartment. The patient woke up to the fire and was not was not performing peritoneal dialysis therapy at the time of the event. Firefighters did not know if the cause of the fire was caused by an outlet or amia apd system. There was damage observed to the device; however, no photos were available, and the extent of damage was unknown. Although the fire investigation was complete no further information has been provided. There was no report of patient injury or medical intervention associated with this event. All available information has been reported at this time.

Manufacturer narrative:
The device remained in the apartment and the apartment had not been released to the patient at this time. Also, the serial number is unknown. Thererefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to d4: serial no.: (B)(6) (previously submitted as asku). Additional information was added to b5, g1: device manufacturer e-mail, h6 (type of investigation), h10. B5: it was further reported that there was some damage to the machine but the extent of the damage was unknown. It was un known if the damage was observed prior to or after the fire. H10: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device passed all electrical safety tests with no issues noted. Based on all the given information, there was no device malfunction identified that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.